Manufacturer narrative:
Date of submission 11/08/2017 the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: a review of the black box showed the last bolus delivery was a 4.35 unit ezcarb normal bolus. The pump was run for 24 hours at a 2 unit per hour basal rate, and at the end of testing basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient¿s blood glucose (bg) was reported to be 435 mg/dl with an ¿erratic pattern¿; no additional signs or symptoms were reported, which does not meet the animas criteria for an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.